Event description:
Reporter states that she has a (B)(6) son on g-tube (enteral feeding) and has constantly been receiving feeding supplies that are compromised with either holes in the bags or broken bags and syringes as well as mold on the formula (ketocal) boxes. She says she has been reporting these concerns for quite some time now and the supplier seemed not to care. Instead of helping her with her concerns, she says she is being harassed and even bullied for speaking out. She says the warehouse ((B)(4)) tells her she is difficult to deal with and turn to ignore her complaint even as evident as they are. Reporter says she is very much concern with the harassment, intimidation, and bulling she is getting from this warehouse and urge FDA to step in and help her.